Event description:
A malfunction on the pump was reported by the caller, specifically displaying a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helped with resetting the device. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction recurs, which they acknowledged and understood.